Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 16 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, the stent could not be tracked due to calcified vessel and was damaged during the process. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 16 x 2.50 promus premier select drug-eluting stent was advanced for treatment. However, the stent could not be tracked due to calcified vessel and was damaged during the process. The device was removed and the procedure was completed with a different device. There were no patient complications reported.